Event description:
It was reported that the anesthesia system failed in the pressure transducer test during the system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The system was investigated by the distributor's field service engineer and the reported failure was reproduced. The reflector pressure transducer pcb was found faulty and was replaced. The pcb was returned for investigation and the system device logs were received for evaluation. The returned pressure transducer pcb was simulate use tested in an anesthesia system. The system checkout failed the pressure transducer test. The test log shows that the pressure transducer test failed due to the measured zero pressure offset for the reflector pressure transducer pcb being out of range; the measured zero pressure offset was 3.5 v. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout the zero pressure offset value is measured and if the measured value is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. The evaluation of the received system device logs confirms the reported failure. The logs show that the system checkout failed the pressure transducer test due to the measured zero pressure offset for the reflector pressure transducer pcb being out of range; the measured zero pressure offset was 3.2 v. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the pressure sensor on the reflector pressure transducer pcb was the cause of the reported failure.